Event description:
Immediately after the safety check for the minerva completed it went into activation for the endometrial ablation. Within the first 2-3 seconds of activation the patient felt a shock feeling in her pelvis which I appreciated holding the handle. The same time the shock sound/feeling was noted the device immediately deactivated and gave an error 002 code.